Manufacturer narrative:
This report is submitted on january 18, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with device use and a subsequent reduction in clinical benefit, resulting in the decision to explant. The device was explanted on (B)(6) 2017. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.